Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2026-100248 for further information regarding this complaint.

Event description:
Philips received a complaint on a patient information center ix indicating the alarm was displayed in blue but no audible alarm. The error log was unable to be exported. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.